Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-07056, 3006705815-2023-07117. It was reported that the patient's ipg reached end of life. It is unknown if this occurred prematurely. It was also reported that both leads had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg and both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.